Event description:
Per received report: failed detachment attempts resulted to unintended detachment of the coil into the microcatheter. The coil was safely removed and other coils were used to complete the procedure. The pt was reported to be doing fine post surgery.

Manufacturer narrative:
The product has not been received within our facility as of this time. As soon as the product is received and the final evaluation has been conducted, a follow up report is going to be submitted.